Event description:
Information received related to a trail conducted outside of the us reporting that an angioplasty procedure was performed in 2004, because of restenosis on the target lesion, which was seven days afte rimplantation of two (2) stents. The procedure was completed successfully.